Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30448275m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cerebral infarction) requiring rehabilitation and prolonged hospitalization. During right pulmonary vein (rpv) ablation, the contact force (CT) display in the carto 3 system was ¿strange¿. The stsf was removed from the patient¿s body, its tip was checked, and char was noticed attached to it. Char was cleaned off and the ablation continued with the same catheter. During roof ablation, a similar event occurred, and char was noticed again attached to the catheter tip. Char was cleaned off and the procedure continued. No flow nor temperature issues were experienced. Patient was anticoagulated during the case as usual. Post-procedure, the patient developed cerebral infarction (conscious). Hospitalization was prolonged, and the patient was undergoing rehabilitation. The physician commented that there was a possibility that the cf value was transient and increased. The causal relationship between the char and the adverse event cannot be ruled out. There¿s a possibility that a left atrial thrombus had formed before the case. Since this occur before the procedure, it won¿t be coded nor reported. Char is not MDR-reportable. However, since the cerebral infarction is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 2/25/2021, bwi received additional information regarding the event. The patient is a 57-year-old female. The physician stated that the patient may have had a left atrial thrombus and that this was a possible cause of the event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).